Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The clinical/ medical investigation concluded that the intraoperative finding of stained tissue is consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed, and it cannot be concluded that the reported clinical reaction was associated with a mal-performance of the implant and not related to the patient¿s size or broken femoral stem. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to metallosis.